Manufacturer narrative:
Customer reported that the device won't stop alarming. Both seals are intact.the moment the device was powered up the device started double beeping and had a damaged sensor. Problem cause by downstream sensor. Unable to determine who cause the problem. Replaced downstream sensor.

Event description:
It was reported that the device won't stop alarming. No patient injury was reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with damaged housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a power up test was performed. Customer reported problem was duplicated. The moment the device was powered up, the device started double beeping and had a damaged sensor. The downstream sensor will be replaced.